Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they had a low battery alarm less than one week of a new battery insertion. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected low battery alarm noted. Sleep currents are within specification. However, the insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.